Manufacturer narrative:
Customer tested vs228 with another pt sample containing anti-e. A 2+ reaction was observed. Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the presence of the e antigen. Results were satisfactory. Ocd also tested the returned pt sample. No reactivity was observed with vs228.